Event description:
Pt was revised to address pain, grinding, synovitis and elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation one it has been completed.